Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had unresponsive buttons. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. The keypad connector found close properly during visual inspection.